Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: the circuit board malfunctioned. Additional information regarding this event has been requested. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the front panel has turned off and alarm sound is generated intermittently on the high flow insufflation unit. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received (via e1, e2, and e3).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the front panel turning off and alarm sounding intermittently was due to a faulty circuit board. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identified the event occurred during preparation for use. The device was inspected during preparation, though not for power and alarm sound. There was no procedure delay.